Event description:
It was reported that during an unknown procedure, the tissue pad fell off of the device. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.